Event description:
On (B)(6), 2010, a doctor reported that a patient had to return to his office to have her fillings redone because the demi handpiece that was used had not cured the composite material. This is the second of three reports.

Event description:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9. "Serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." This literature is from (B)(6) hospital and (B)(6) medical university. This case is 3rd of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was lcx but the details are not indicated. The lesion was neither an isr nor cto lesion. The diameter of the vessel and the lesion length were unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, cypher bx (2.5/23mm, lot unknown) was implanted. The date of the procedure and the details of the stent implantation were unknown. At the first follow-up (6-9 months after the implant) angiogram, the stent fracture and restenosis were observed. The location of the stent fracture was unknown. The restenosis was located in fracture site and the angiographic pattern of restenosis was focal type. The %ds was 70% and popma et al classification was ii. To treat the restenosis, cypher (details unknown) was implanted. After that no recurrent restenosis was observed. Dual-antiplatelet therapy was conducted but the details of medications, dose and duration were unknown.

Manufacturer narrative:
According to the doctor, the composite had not cured after using the demi on patient's fillings. The uncured composite caused tooth sensitivity which required the removal and re-bonding of the fillings. The demi has not yet been returned to kerr corporation for evaluation. When the unit has been received and evaluated, a follow up report will be submitted.

Manufacturer narrative:
The demi handpiece was returned to kerr corporation for evaluation. A visual inspection and light output measurements indicated that the unit was not powering on due to an internally dirty pogo. The demi had low output because of a resistive connection within the pogo, caused by internal contamination of the pogo on the hand piece. This is the second of three reports.